Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up and the test notifier feature was attempted. Neither the patient nor the physician could feel the vibratory alert. The patient will be brought back into the clinic for further testing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.